Manufacturer narrative:
Information was received that the issue occurred during testing. In addition, there was an error code for the backup alarm failed. It was reported that the unit was out of warranty, and the customer did not want to pay for service. Based on the information provided, there is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. This is not a reportable event.

Manufacturer narrative:
Report date: 28aug2021. (B)(6).

Event description:
It was reported that the ventilator 'crashed' then when powered on the display showed an auxiliary power failure. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.